Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the guidewire polytetrafluoroethylene (ptfe) coating was peeled off at approximately 40.0 cm from its proximal tip. The ptfe coating was scraped on the guidewire. The ptfe coating appeared to be scraped off of the guidewire with the torque device collet. The torque device was on the guidewire. The guidewire hydrophilic coating was present on the guidewire. The guidewire dimensions were found within specification. The directions for use (dfu) caution to: ¿securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.).¿ the coating damage on the proximal end of the guidewire was probably due to the insufficient tightening of the torque device. Since the device dfu specifically cautions that insecure tightening of the torque device can lead to ptfe peeling, the cause is considered to be related to the dfu not being followed.

Event description:
Analysis of the returned device found that the polytetrafluoroethylene (ptfe) coating was peeling. There was no clinical consequence to the patient.